Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a c-section procedure on (B)(6) 2021 and suture was used. The uterus was closed with suture as was linea and sq / skin. On 1/20/2022 the animal represented for spay procedure. At this point a suture reaction was noted on the skin and sq. Upon removal of the uterus, it was extremely friable and was breaking down with minimal digital manipulation. This was suspected to be a suture reaction. Everything was ligated with pds and closed linea with pds. The skin and sq was closed with monocryl. The animal then represented on 2/3 for abdominal mass explore . The animal was having frequent urinary accidents due to the mass pressing on the bladder. Another granuloma was identified forming around the suture with suture present in middle of mass. This mass was adhered to the colon, bladder and ureters and was unable to remove in its entirety. The animal was then closed with monocryl suture and has not represented with further issues thus far. Additional information has been requested.